Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert. Engineering analysis of device data confirmed that the device was exhibiting premature battery depletion (pbd). Technical services (ts) advised device replacement. No adverse patient effects were reported. Currently this s-ICD remains in service.